Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device displays a system error. It was clarified that after booting the device it showed "system failure, running op check, general system failed". There was no report of patient involvement.